Manufacturer narrative:
The fenestrated bipolar forceps was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument "branches" remained conspicuously attached to the bowel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that during a surgical procedure, the surgeon observed that the instrument branches remained attached to the bowel despite being cleaned. The issue occurred while gripping and holding tissue away, and the instrument had been in use for half of the procedure. The exact location where the tissue got stuck was unclear, but it was released by pushing it off. No additional tissue had to be excised, and there was no bleeding or post-operative complications. The surgeon suspected that the branches had a sharp point or crater that contributed to the issue. The patient¿s current status was not specified, and no photos or videos of the event were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.